Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter. While aspirating 100ml (total) from glucose 5% 500ml bag (in order to prepare labetalol infusion) using 50ml syringe, I notice a black piece of (on further investigation) what appears to be rubber from the syringe plunger floating in the glucose in the syringe. Patient was not affected as I noticed the fault during drug preparation and discarded the possibly contaminated medication. Unclear if device was faulty already or if it broke during the aspiration process. Photos taken and uploaded to the patient's records in case further investigation required (radar report completed). Remedial actions: used a different syringe from the same batch to do the same job and no issues arose - nil issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: g.4. K182589; k980987 investigation summary: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 50ml ll lot 2511031 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples were analyzed further, the samples were visually inspected, and no foreign material or related defects were detected. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Event description:
No additional information.